Manufacturer narrative:
Can not confirm serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator in which the display is frozen.no patient involvement .

Manufacturer narrative:
B.4: (B)(6) 2018. G.4: 06/08/2018. G.7: note this report is follow-up 1. Additional information: the user facility's biomedical engineer performed a short self test, an extended self test, and performance verification testing and the device passed all tests with no issues identified. No repair was deemed necessary and the unit was returned to service. A root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The user facility's biomedical engineer performed a short self test, an extended self test, and performance verification testing and the device passed all tests with no issues identified. No repair was deemed necessary and the unit was returned to service. D4 added serial number. H4 manufacture date has been identified. G1 updated contact information.